Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had leakage past the stopper. The following information was provided by the initial reporter: it was reported that, medication is leaking past the piston. When did the incident occur? During use. Leakage.